Event description:
This is the same case and patient as MFR reports # 3005099803-2011-02664 and 3005099803-2011-02665. This report pertains to the first of three devices. The patient age was reported to be over (B)(6) years. According to the complainant, during the procedure, the needle carrier of the device failed to extend and the needle of the suture was not fired through the ligament. There was no damage noted to the needle carrier or capio cage. The patient did not require a blood transfusion for the blood loss. The physician treated the bleeding with pressure. The patient's current condition was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual analysis of the returned device revealed no defects. A functional analysis also revealed no defects and the device was found within specifications. The event was determined to be an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during an anterior/posterior repair procedure. According to the complainant, the device misfired during the procedure. It was reported that there was excess bleeding as a result of the misfire. It is unknown how the bleeding was treated. The physician completed the procedure with another capio device and the patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.

Event description:
This is the same case and patient as MFR reports # 3005099803-2011-02664 and 3005099803-2011-02665. This report pertains to the first of three devices. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the needle carrier of the device failed to extend and the needle of the suture was not fired through the ligament. There was no damage noted to the needle carrier or capio cage. The patient did not require a blood transfusion for the blood loss. The physician treated the bleeding with pressure. The patient's current condition was reported to be "fine."